Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 460 (mg/dl) for 2 days. Customer changed supplies, administered a bolus, and administered an insulin injection to treat bg levels; however, bg levels remained elevated and customer went to the emergency room (ER) on (B)(6) 2016. While in the ER, customer was treated with intravenous saline for dehydration. Customer was released a few hours later and bg levels were in target range. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.